Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 18september2020: it was life threatening from the right groin, and more minor from the left. They had issues with both.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2020-00517.

Event description:
The user facility reported that the involved angio-seal devices were used during the procedure. The patient had bilateral (b/l) common femoral artery punctures and was successfully closed with an 8fr angio-seal in the right and a 6fr angio-seal in the left. Immediately after waking up from the anesthesia, the patient bent their legs and a slow ooze started in the right groin puncture site. Pressure assisted dressings were applied to both punctures to help. Later that night, patient heard a pop in groin and felt sudden sharp pain and became hemostatically unstable and was rushed for emergency surgical vascular repair. The patient suffered retroperitoneal hematoma and was taken for emergency theatre and had prolonged hospital stay as a result.